Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Healthcare professional reported left side "skin can not expand due to the mastectomy flap necrosis when te remain implanted". Device status unknown.